Manufacturer narrative:
Based on the additional information received, this complaint will be reported against the mcs instrument and not the fenestrated bipolar forceps instrument as reported in the medwatch mw5080281. The mcs instrument used during the da vinci-assisted surgical procedure was discarded by the site. Therefore, the root cause of the alleged customer reported issue cannot be determined. As of the date of this report, no complaints have been reported to isi involving either instrument. If additional information is obtained, a follow-up MDR will be submitted. A system log review with event date of (B)(6) 2018 found that the surgeon used a monopolar curved scissors (mcs) instrument along with the fenestrated bipolar forceps instrument. Moreover, it is also confirmed that the fenestrated bipolar forceps instrument was used in a subsequent procedure. Based on the current information provided, this complaint is being reported due to the following conclusion: after undergoing a da vinci-assisted surgical procedure, a ureteral injury was identified and repaired. The ureteral injury was possibly caused by an arcing event involving a mcs instrument. However, at this time, the root cause of the ureteral injury cannot be determined.

Event description:
On 30- october-2018, intuitive surgical, inc. (Isi) received FDA voluntary report # mw5080281 with the following event description: "patient underwent robotic total abdominal hysterectomy. The procedure was complicated by a right urethral injury due to thermal spread from the fenestrated bipolar forceps." On (B)(6) 2018, isi followed up with the site¿s robotics coordinator and obtained the following additional information regarding the reported event: the robotics coordinator stated that she was not comfortable talking too much about this case; however, she did provide some basic details. It was reported that upon the completion of a da vinci-assisted abdominal hysterectomy procedure, the patient allegedly experienced a burn injury on the ureter (not the urethra), and maybe the bladder as well (she couldn¿t confirm that.) Approximately, on post-operative day #3, the patient experienced urine leakage. Hence, the patient underwent a cystoscopy procedure in order to identify the root cause for the leakage. It was then that the burn injury to the ureter and potentially even the bladder was identified. She stated that on (B)(6) 2018, the patient had to undergo a da vinci assisted ureteral transplant surgical procedure in order to repair the thermal burn. She was not willing to provide any additional details. There were no reports of any intra-operative complications or a malfunction of a da vinci system, instrument, or accessory. She stated that the surgeon did not use any other energy instruments other than the fenestrated bipolar forceps instrument, hence, it was reported that the fenestrated bipolar forceps instrument could have potentially caused the injury. The robotics coordinator did state that she was aware that internal arcing in bipolar instruments results in a potential loss of product function, but no transfer of energy to the patient. On 19-november-2018, on a follow-up with the robotics coordinator, she did clarify that the surgeon did use a mcs instrument. The robotics coordinator speculated that an arcing event involving a mcs instrument possibly caused the ureteral injury and not the fenestrated bipolar forceps instrument. However, the robotics coordinator confirmed that the or staff did not witness any arcing events or issues with a robotic instrument. Since system logs indicated that the mcs instrument had zero uses left, the robotics coordinator stated that the mcs instrument would have been discarded and unavailable for failure analysis. The patient was reported to be recovering well with no subsequent post-operative complications.